Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately tortuous and moderately calcified vessel. A 2.25 x 28 synergy drug eluting stent was selected for use to treat the lesion. However, when the stent was being pulled out from the hoop, the stent was stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.